Manufacturer narrative:
The reference c23549 has been allocated to this case by rayner. The event description provided states that opacification had been observed in an eye with a primary finevision iol (bvi) and a supplementary sulcoflex iol (model unspecified). The primary iol is confirmed as showing deposits which could not be removed by yag. It is unclear currently if the supplementary sulcoflex iol is also affected by deposits. Rayner is following up with the healthcare professional via its in country affiliate company to obtain additional information to facilitate further investigation of the event. The device is not available for return to rayner and is presumed to remain implanted at this time as rayner has been advised explantation of the primary and supplementary iols is planned.

Event description:
On (B)(6) 2023, rayner received notification from an australian healthcare faciltiy of an event that occurred following implantation of a sulcoflex iol. The event description provided states that opacification had been observed in an eye with a primary finevision iol (bvi) and a supplementary sulcoflex iol (model unspecified). The primary iol is confirmed as showing deposits which could not be removed by yag. It is unclear currently if the supplementary sulcoflex iol is also affected by deposits. Note: sulcoflex is not available in the USA; however, as it is manufactured from the same material (hydrophilic acrylic) as rayner lenses which are available on the market in the us and the event is therefore being reported.